Manufacturer narrative:
The 6.0x4.0mm 40cm powerflex p3 5f device was delivered to the lesion and inflated; however it could not be inflated completely and ruptured at 20 atmospheres. Therefore, the balloon was changed to a new powerflex extreme balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the shunt vessel. The lesion was not calcified but mildly tortuous, with a rate of stenosis of 95%. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The balloon catheter was removed easily and intact (in one piece) from the patient. It is unknown which contrast media was used. The contrast to saline ratio is unknown. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. It was unknown if the catheter was ever in an acute bend. The product was not returned for analysis. A device history record (DHR) review of lot 17229042 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-above rbp (peripheral)¿ and ¿balloon inflation difficulty-partial or slow¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild tortuosity and a rate of stenosis of 95% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4).the device will not be returned for analysis therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the 6.0x4.0mm 40cm powerflex p3 5f device was delivered to the lesion and inflated, however it could not be inflated completely and ruptured at 20 atmospheres (atms). Therefore, the balloon was changed to a new powerflex extreme balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the shunt vessel. The lesion was not calcified and mildly tortuous, with a rate of stenosis of 95%. The product was clinically used. The product will not be returned for analysis. The product was stored, handled, and prepped according to the IFU. There weren't any kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The balloon catheter was removed easily and intact (in one piece) from the patient. It was unknown which contrast media was used. The contrast to saline ratio was unknown. It was unknown what type and brand of inflation device was used (indeflator/syringe). It was unknown if there was difficulty advancing the balloon catheter through the vessel. It was unknown if there was difficulty crossing the lesion. It was unknown if the catheter was ever in an acute bend.